Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that before the procedure the device packaging is yellow - integrity is compromised. Another like device was used to start the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Customer reported that "yellow integrity is compromised." One package was received for analysis with no carton. The package was visually examined for damage and seal integrity issues. The package was found to be intact with no breaches of sterility present. Sterilization engineering and sterilization quality have evaluated yellowed packaging and determined that yellowing of the tyvek package material sometimes occurs during sterilization process and does not affect quality, functionality, integrity, or sterility of the product. The complaint event could not be confirmed.